Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: two battery compartment cracks observed, one in thread area and one below grip pad. Evidence of moisture contamination found inside battery compartment. Battery cap is unable to be fully tightened due to damaged cap threads and battery compartment cracks. A power loss was observed. The pump was exercised with a test cap for 24 hours. No power loss or battery related warnings were observed. Leak test shows leak at battery compartment crack. Pump case was removed, no evidence of additional moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment crack, battery compartment leak, damaged battery cap, moisture in pump,and a dim display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.